Manufacturer narrative:
The technician found the head cylinder was leaking. The technician replaced the cylinder to repair the stretcher.

Event description:
The account alleged that the head cylinder is drifting down.